Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the plastic housing of the anvil side of the stapler was disengaged from the anvil. The loading unit displayed a full complement of staples and the interlock was set. No damage was noted to the knife blade. The handle was reattached to the stapler and the single use loading unit (sulu) was reset for functional testing. The sulu and instrument were applied to appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when placed on the field and before using it on the patient, the handle fell apart when the certified surgical technologist was preparing to hand it to the surgeon. It was then set to the side and another device was opened and used.